Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that around the beginning of (B)(6) 2019 the patient started experiencing swelling and a lot of pain at their incision site. It was noted that the incision site was not hot, red, oozing nor did the patient have a fever. It was also reported that the patient was having difficulty charging the ins. They were able to charge with an excellent recharging status from 40% charge to 60% charge, but then it went to poor recharge quality and saw the reposition antenna screen / poor recharge quality screen 76. The patient repositioned the recharging antenna multiple times but the screen continued searching for the device. Troubleshooting included resetting the controller, which resulted in the controller finding the ins and charging with excellent quality. The ins was charged up to 70%, and the patient was going to continue charging until fully charged. If the patient continued to have this issue, then it was noted the patient would call patient services for additional assistance. It was recommended the patient see their doctor to address the pain and swelling at the ins site. No further complications were reported or anticipated. Additional information was received from the patient on (B)(6) 2019. Their healthcare professional (hcp) on (B)(6) told them to give their self a break. The pain continuous because the device was implanted at their waist instead of lower and the patient just asked the hcp to move it ¼ inch to the left and deeper from previous surgery. No surgery is planned at this time. They would have a different surgeon. No further complications were reported/are anticipated.